Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient reported receiving patient line blocked messages and had noted white pus coming out of his catheter. A follow up call was made to the patient's peritoneal dialysis nurse who confirmed that white pus was present, and also remarked that the patient was having an issue with the catheter and that he was admitted to the hospital. The patient was seen in clinic on (B)(6) 2016. The patient had walked while connected and pulled the catheter causing redness and swelling at catheter site. Patient was hospitalized on (B)(6) 2016 for evaluation. The patient's nurse was unaware of the (B)(6) 2016 events of swelling and redness reported by the patient. The nurse indicated that the patient was a poor historian. The source of the possible infection is unknown.